Event description:
Event description guidant/crm received information that this endotak c lead has been removed from service because the patient received inappropriate shocks due to a lead fracture. The entire system was removed and replaced with a new implantable cardioverter defibrillator and an endurance rx lead without issue.